Event description:
The customer reported via our sales rep, that the units will not fit together. It is further reported that the surgery was completed using a free hand technique with a delay to the surgery of 40 mins.

Manufacturer narrative:
Additional info has been requested and if received, will be provided on a supplemental report. Same pt event as MDR 9610622-2010-00496.